Event description:
Heartware controller's internal battery failed to alarm during double disconnect of batteries. This was discovered under test conditions and did not impact patient. Controller was exchanged per heartware recommendation.